Event description:
Based on my eye dr's recommendation, I used amo complete moisture plus to clean/store my soft contacts. Twice in the last 6 months, I have developed very serious eye infections in both eyes causing tears in my corneas. My eyes were very red and tender with yellow discharge, and very sensitive to light. We treated each recurrence with 6-8 weeks of antibiotic eyedrops. I would throw away the old contacts and only wear glasses until the dr determined that my corneas had healed. I now only wear glasses. Now that I know it might be the contact solution, I'm excited to try wearing contacts again with another solution.